Event description:
A physician reported that poor cutting of probe during surgery. The procedure type was unknown. The surgery was successfully completed on same day by replacing with new product and was used without any problems. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).